Manufacturer narrative:
The complained patient sample tested on (B)(6) 2015 and the new sample collection tested on (B)(6) 2015 were provided for investigation. Investigations reproduced the results of the two samples and confirmed their correct recovery. The rapid loss of high avidity within the two days of the sample measurements can not be explained. The two samples were analyzed with different elecsys assays to rule out a possible sample mix up. The samples show nearly identical results for multiple assays, therefore a sample mix up is not likely, but can not be excluded as a possible cause. A cross contamination of the (B)(6) 2015 sample can neither be verified or excluded as a possible cause.

Event description:
The customer reported that they received a (B)(6) result for one patient sample tested for igg antibodies to toxoplasma gondii (toxo igg). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. The sample was initially tested on a cobas e411 rack analyzer, resulting as 42.52 ui/ml (positive) the sample was repeated on an e602 analyzer, resulting as 37.3 ui/ml (positive)the sample was also repeated on a biomerieux vidas analyzer, resulting as 2 ui/ml (negative). A new sample was collected from the patient on (B)(6) 2015 and tested on the e411 analyzer, resulting as 0.130 ui/ml accompanied by a data flag negative. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e411 analyzer used during the time of the event was serial number (B)(4). The serial number of the used e602 analyzer was asked for, but not provided.

Manufacturer narrative:
The date of birth of the patient has been confirmed to be (B)(6) 1977. The patient's age has also been provided as (B)(6) years. The date received by manufacturer has been confirmed to be 05/28/2015. The patient was not adversely affected. The patient's current condition is good. The initial result was reported outside of the laboratory. A corrected report was issued after the sample was repeated with the vidas method.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient's age has been confirmed to be (B)(6).